Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aneurysm was successfully excluded at the conclusion of the index procedure. The patient returned to another physician for a post-operative follow-up visit on an unknown date presenting with a type ia endoleak. The patient was converted to open surgical repair and the stent graft was explanted. A follow-up communication received from the implanting physician via the case owner on (B)(6) 2015 stated that the patient was not a candidate for open surgery and expired on an unknown date following the conversion to open surgical repair.

Manufacturer narrative:
Device not released from hospital.